Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient stated at around noon, he could not breathe and was thirsty. He called 911 and when the paramedics arrived, they checked his bg and it was high. The patient was transported to the hospital and when they checked his bg there it was 1341 mg/dl while the cgm was 53 mg/dl. The patient was treated with humalog and at the time time of the report, the patient was at home and felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.